Event description:
(B)(4).

Manufacturer narrative:
Tyrx brand aigisrx antibacterial envelopes are intended to be implanted in conjunction with a pulse generator such as a pacemaker or ICD. The intended use is to implant the complete aigis device containing the pulse generator. Tyrx does not recommend cutting the envelope into fragments prior to implantation. The device reported in this incident was cut into 3/4 inch fragments and the fragments were implanted in the tissue pocket, which tyrx considers an off-label use. This event will be followed-up and additional info will be submitted as it is received.